Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, gravida ii and hyperactive. On 09-dec-2013, the patient had essure inserted. In january 2017 she experienced arthralgia ("joint pains"). On 18-dec-2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced osteoarthritis ("osteoarthritis/arthrosis"), mental disorder ("it ended up impacting my work and then my psychological balance/mental repercussions"), physical disability ("physical repercussions") and abscess ("abscess"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abscess, arthralgia, medical device removal, mental disorder, osteoarthritis and physical disability to be related to essure administration. The reporter commented: life fell apart everything was fine for three to four years, until the first joint pain appeared, among other symptoms patient had a job she loved, today she have the body of a little old woman. She become a "tamalou¿ [a person, usually elderly, who is always talking about their ailments) tries to hold back her tears when emotion overwhelms her osteoarthritis that was evolving at a high speed she was also fitted with a metacarpal prosthesis batch no:unknown other products:unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. Further company follow-up with the reporter, the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, gravida ii and hyperactive. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("joint pains"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). On unknown date she experienced osteoarthritis ("osteoarthritis/arthrosis"), mental disorder ("it ended up impacting my work and then my psychological balance/mental repercussions"), physical disability ("physical repercussions") and abscess ("abscess"). Essure was removed on 18-dec-2023.the patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abscess, arthralgia, medical device removal, mental disorder, osteoarthritis and physical disability to be related to essure administration. The reporter commented: life fell apart everything was fine for three to four years, until the first joint pain appeared, among other symptoms patient had a job she loved, today she have the body of a little old woman. She become a "tamalou¿ [a person, usually elderly, who is always talking about their ailments) tries to hold back her tears when emotion overwhelms her osteoarthritis that was evolving at a high speed. She was also fitted with a metacarpal prosthesis. Batch no:unknown. Other products:unknown. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: upon internal review, it was identified that this (B)(4). Case is duplicate of (B)(4) case. All data transferred from this (B)(4) case to this (B)(4). Reference section updated. Further company follow-up with the reporter, the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.